Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The operator was troubleshooting a clog error on the cell-dyn 1800 analyzer. During inspection of the tubing leading from the premix cup to the y fitting and each transducer, the operator felt a droplet splash on her face near her eye. The operator was unsure where the droplet came from because no tubing was unattached and no spilling out of the pre mixing cup was noticed. The operator flushed her eyes and washed her face. The operator did not seek medical treatment after washing her face and flushing her eyes.

Manufacturer narrative:
After further evaluation, it was discovered that this exposure event was also reported under MDR number 2919069-2015-00066. All further information will be documented under that MDR number.